Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column) could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) was inserted. However, while the sgc was in the left atrium (la) and after removing the dilator, a leak was observed. Aspiration was performed. A decision was made to remove and replace the sgc. A new sgc was inserted, and the procedure was continued. Two mitraclip were implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) was inserted. However, while the sgc was in the left atrium (la) and after removing the dilator, a leak was observed. Aspiration was performed. A decision was made to remove and replace the sgc. A new sgc was inserted, and the procedure was continued. Two mitraclip were implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.